Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. Upon receipt of the device, it was evaluated at us customer quality (cq), and it has been determined that the part is not made by depuy synthes. The manufacturer was unable to be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Date of event is an unknown date in 2019. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on (B)(6) 2019, the patient underwent a revision due to broken locking compression plate (lcp). The lcp plate had been used to repair a tibial fracture. The patient was hit by a car on (B)(6) 2019, unstable for surgery until (B)(6) 2019, and was discharged from the hospital on (B)(6) 2019. The client elected to board the patient to another facility. The staff reported that the patient was held in a run and was jumping on all four legs repeatedly he when saw other dogs or people pass. It was reported that at some point the patient was moved to a cage. The patient returned to the hospital for an exam on (B)(6) 2019. At that time, the staff member who brought the patient in reported that the leg had been noted to be at an abnormal angle the day prior. Procedure was completed successfully. Patient status is unknown. Concomitant devices: trauma screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 3.5 mm lcp plate 10 hole/131 mm. This is report 1 of 1 for (B)(4).